Event description:
The surgeon attempted to implant a collamar lens model cc4204bp and tore while advancing. The lens was not implanted and there was no pt injury. The model and lot numbers of the cartridge and injector were not specified by the facility.